Event description:
It was reported that the customer had a no delivery and motor error alarm on the insulin pump. Customer was able to rewind it but not able to give a bolus. Customer's blood glucose level is 500 mg/dl. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error or excessive no delivery alarm noted and the motor passed motor test. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.